Event description:
It was further reported that the patient subsequently passed away due to disseminated intravascular coagulation (dic).

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that servicing for the dl repair has not been performed and the date has not been set yet. It was also reported that the patient received lasix for volume overload and antibiotics for infection. The labs showed an increase in white blood cells due to the infection and international normalized ratio (inr) of 5.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: controller. D4: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2020 / serial#: (B)(6). D9: no. H3: no. H4: mfg date: 05-nov-2019. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted due to a suicide attempt by intentionally cutting through the driveline (dl). This caused cable/wire damage, that was associated with controller alarms, high watt alarm, electrical fault alarms, vad disconnect, and vad stop alarm. It was noted that the patient urine color was dark, and a blood test will be performed. It was also reported that a review of log file data revealed a motor start event with parameter outside of the typical range. The vad, the dl and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction to d4. Unique identifier (UDI)#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation as they remain in use. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the event log file revealed a motor start event recorded on (B)(6) 2025 at 23:28:23 in which the motor start parameters were typical. Review of the alarm and event log files revealed one (1) vad stopped alarm, one (1) electrical fault alarm, and one (1) reactivation event logged all simultaneously on (B)(6) 2025 at 23:28:03. The vad stopped alarm indicated that the motor stators failed. The electrical fault alarm and reactivation event were logged due to an overcurrent trip condition in the rear and front stators. Furthermore, one (1) vad disconnect alarm was logged at 23:28:04, indicating a physical disconnection of the driveline, followed by one (1) electrical fault alarm logged at 23:28:16 due to the front stator not connected, causing the pump to run on a single stator (rear-stator only). A successful motor start event was recorded at 23:28:23 and one (1) high watt alarm was subsequently logged at 23:28:28 due to increased power consumption required to run on a single stator. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the reported event. The most likely root cause of the driveline damage may be attributed to the reported cutting of the driveline by the patient, as described in the event details. The most likely root cause of the electrical fault and reactivation and vad stopped events can be attributed to the force exerted to the components/connections when the driveline cable was cut by the patient, as described in the event details, thus compromising the integrity of the outer sheath which likely caused several wires to come in contact with each other triggering electrical fault alarms due to a short circuit. Per the instructions for use, death, psychiatric episode, and infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products d1: heartware ventricular assist system ¿ controller d4: serial #: (B)(6). H3: yes. H6: the codes present in section. H6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.